Event description:
Following pulmonary vein isolation (pvi) twice on each side (right and left) while utilizing an oll1 device, the surgeon noticed a tear on the left atrium wall. It was noted that the left ventricle cannula insertion entry created a tear. The surgeon believed that there was a low possibility of this issue being device related. It was also noted that the left atrium wall tissue appeared abnormally thin. The tear was sutured and no post op patient consequences were reported.

Manufacturer narrative:
Information of this event was reported to the company by a distributor. No further information has been provided at this time by the account. Evaluation summary - the device involved in the event was not returned for evaluation. A retained sample of the device from a similar lot was evaluated. The sample was evaluated for functionality. There were no issues noted for the functionality of the device. Also, the device history record was reviewed, and no anomalies were noted.